Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. One ar-8500obe was returned for evaluation. Scuff mark found on outer hub. Metal gouging found on the ID of outer tube and od of inner tube by the distal end. No other anomalies found. Complainant's event typically caused when end user applies excessive bending/leveraging force on the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during elbow procedure there was a massive amount of debris produced by the shaver. It was necessary to remove the debris and about 90% was removed successfully. Surgery was finished well with a new ar-8500obe.